Manufacturer narrative:
Based upon the information provided, the sample tube in question was not completely filled. An interference with the separator gel or the clotting activator is assumed, however data provided to confirm this could not be provided by the customer and the sample has already been discarded. No further investigation is possible. No adverse events were reported in this case.

Event description:
The customer stated they received questionable results for creatinine on their cobas integra 800 (serial number (B)(4)). The customer received two vials of blood from the same draw, one for the general chemistry department (sample 1) and one for the special chemistry department (sample 2). There was one discrepant result from sample 1 reported outside the laboratory. The physician questioned the initial result produced from sample 1. Sample 1 was repeated twice on the integra 800 (B)(4). Sample 2 was then tested on an integra 800 (B)(4) and then repeated on the original integra 800. The customer questioned whether both samples were from the same patient. The customer had both samples typed by the blood bank. The customer stated that blood typing indicates the same blood type so he assumes the tubes are from the same person. All results were reported in mg/dl. The initial result from sample 1 was 4.40. The first repeat result from sample 1 was 2.43. The second repeat result from sample 1 was 2.53. All three tests were performed on the cobas integra 800 (B)(4). The initial sample 2 result from the integra 800 (B)(4) was 0.89. The sample 2 repeat result from integra 800 (B)(4) was 0.93. There was no allegation of any adverse affect to the patient as a result of this event. The customer declined a service visit.